Event description:
During an arthroscopic meniscus repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that, while the surgeon was deploying the t1 implant and pulling the inserter from the meniscus, the t2 implant deployed. It was reported that both t1 and t2 anchors were removed from joint with graspers. Backup device was available and the procedure was completed successfully. (B)(4).

Manufacturer narrative:
Subject device was returned for evaluation of the reported complaint mode "device would not deploy correctly". The reported complaint was able to be confirmed. Visual inspection of the device found the inserter shaft to be bent. The bend limited the function of the actuator, which would have caused the difficulty in deploying. The cause of the bend was unknown. The instructions for use (IFU) state: ¿bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review did not identify additional complaints for the manufactured lot number. Per results of the investigation, the root cause has been determined to be ¿user error¿. At this time, no further investigation will be implemented. (B)(4).